Manufacturer narrative:
Investigation results: summary: conclusion: the customer issued a complaint for mixed product detected during production process at customer. Photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the data available, potential cause could be possible failure at line clearance or a mix-up at supplier. Bd (B)(4) has work instructions controls in place to avoid mix-up, retraining from ttb-wi-30002 line clearance instruction is planned. Root cause: based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. The reported condition, has been confirmed to be out the specified acceptable quality level (aql¿s) defined in the applicable specification.

Event description:
It was reported mixed product was found during the assembly process for bd ultrasafe passive¿ needle guard syringes. Packaging on the safety device was transparent instead of the correct color of blue. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Medical device manufacturer and medical device manufacturer location correction. The following fields have been updated: medical device manufacturer: becton dickinson (B)(4). Medical device manufacturer location: becton dickinson (B)(4). The manufacturer and location should have been reported as (B)(4).